Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on the individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for evd procedures. Lo ch, spelman d, et all external ventricular drain infections are independent of drain duration; an argument against elective revision. J neurosurg 2007; 106: 378-383.

Event description:
The reviewed literature article contained a study of 199 pts with 269 evds consisting of medtronic becker external drainage and monitoring systems and competitor catheters. The source literature reported 21 evd-associated csf infections.